Manufacturer narrative:
The events were reported through a retrospective clinical trial. The events are considered serious and probably related to the therasphere administration. Btg medical assessment: patient with advanced tumor and portal hypertension with ascites present at baseline. After therasphere administration the patient presented with degradation of liver function and grade 3 ascites, disease progression was also diagnosed at the same time. Both treatment and disease progression might have lead to grade 3 ascites. The pi assessed the worsening ascites as serious due to the medical intervention (patient needed paracentesis every 2 weeks) and probably related to the study treatment. Btg medical assessment: adverse event: ascites, serious, anticipated, severity grade 3, probably related. No device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. All reported events are anticipated as per the IFU/risk management documentation. At this time this report is considered final.

Event description:
On 12 feb 2019, notification was received for a clinical study sae from the (B)(6) study ((B)(6). A retrospective review of this patient's chart identified adverse events following the administration of therasphere. Subject (B)(6) is a (B)(6) male patient enrolled in the (B)(6) study, diagnosed with unilobar hcc on (B)(6) 2016 (etiologic association liver cirrhosis and (B)(6)). Right liver lobe lesion: 80 x 80 mm. This patient had presence of portal hypertension with a baseline bclc stage b. Grade 1 ascites was present at screening. The patient had no disease related surgery, no concomitant medications and was not treated with sorafenib before therasphere treatment. This patient was administered therasphere to the right liver lobe on (B)(6) 2016. 5.37 gbq was the activity recorded at the start of treatment, 0.038 gbq was measured as residual remaining in the delivery set. 5.332 gbq was administered to the patient. The lung shunt fraction was 0.7%. The volumetry and dosimetry was not completed in the edc at the time of this assessment. On (B)(6) 2016, the patient was diagnosed with grade 3 ascites. Patient needed paracentesesis every 2 weeks. The events are classified as expected and serious due to the medical intervention. The pi assessed the worsening ascites as probably related to the study treatment. Also on (B)(6) 2016, the patient was diagnosed with disease progression. Two new lesions were identified through CT scan. New lesion 1: left lobe 18 x 18 mm and new lesion 2: left lobe 20 x 20 mm. The event was not reported to btg by the treating physician at the time of the event in 2016. The pi assessed the event probably related to the study treatment.